Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the power seal's jaw broke off during use. The issue occurred during a therapeutic lap-hysterectomy and the procedure was complete using a similar device. There was no delay or reports of patient harm.

Event description:
It was reported the power seal's jaw broke off during use. The issue occurred during a therapeutic lap-hysterectomy and the procedure was complete using a similar device. There was no delay or reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.